Event description:
It was reported that the usb port on the pump was loose, causing difficulties charging the pump, resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.